Event description:
This ra lead was implanted on (B)(6) 2002 and was capped on (B)(6) 2018. A call was placed to technical services on (B)(6) 2018 stating that clinic was able to recreate noise on atrium with pocket manipulation. The physician was (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)